Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (200- over 600 mg/dl). The all of the pump supplies were changed. A bolus via the pump was delivered and an insulin injection were used to address the bg. A pump system check was performed and no device issues were identified. Reportedly, the infusion set site had been in use for 9 days. Tandem technical support advised the customer to change the site. The customer acknowledged the information.